Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago. Explant date: three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted system was not returned. No further information has been obtained despite good faith efforts.